Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. A review of the device history record of the product code/lot# combination was conducted with no findings. One 6fr angio-seal vip device was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the forward lock position. The anchor was found to have been deployed from the distal tip of the device. No damage or deformation to the device was identified. The complaint was able to be confirmed for a pullout. The likely cause was determined to have been attempting closure without fully rear locking the device. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. Occupation - requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was used as usual. The anchor and collagen were stuck inside of the angio-seal sheath. Everything was pulled out and manual compression was performed without complications. Manual compression was held for ten minutes. The patient was in stable condition and there were no patient complications. There was no delay in the procedure and no loss of blood. A pre-deployment angiogram was performed. This was a right femoral artery puncture. Additional information was received on 02dec2021. The procedure for the patient was a coronary angiography. A 6fr procedural sheath was used.